Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the black material generated from the subject equipment at reprocessing. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse replaced all the black hoses supplied in the hose kit, completed the water line disinfection process, then ran and completed a test cycle with no error and no leaks, left the machine in working order and returned the machine back to the customer for normal operation. Fse also completed the electrical safety test and completed the repair checklist. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the endoscope reprocessor had black dots in the mesh filter. There was no harm or user injury reported due to the event.